Event description:
Home pt received reload set alarm during homechoice therapy. The next morning, pt noted a leak in the body of the cassette. The following day, pt presented to the ER with cloudy effuent, abdominal tenderness and nausea. Pt was diagnosed with peritonitis. Pt was treated with vancomycin ip (doseage unknown) and gentamycin (doseage unk). As of 12/18/1996. Pt is responding well.